Event description:
It was reported that pump screen remained dark and would not turn on even though pump was not in a case and repeated attempts to wake screen using button presses and charging with known working supplies were unsuccessful, while pump showed red light around button and vibrated at regular intervals. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump, instructed customer to place malfunctioning pump into storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label, which customer understood and acknowledged.